Event description:
One of our distributors in the united states, (B)(6), has received an attorney letter alleging that the claimant was injured from one of rollators manufactured by shanghai shunlong. It was alleged that the rollator front-left bar cracked causing the claimant to fall and sustain sprain/strain in his neck, back and elbow. Pt's medical record showed no fracture. This MDR report is based on the MDR report submitted by (B)(4) and add'l info provided by this distributor.